Event description:
Pt reported at least five infusion set tubing separations at the luer lock connection. She indicated that in 06, her blood glucose elevated to >400 mg/dl. Pt stated that she replaced the tubing and administered a bolus to reduce her blood glucose level. Pt did not report experiencing any symptoms related to the elevated blood glucose. She did not require medical assistance to address the elevated blood glucose levels. Product will be returned for eval.